Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported the cardiosave intra aortic balloon pump (iabp) had an error code #6 during power up. It is unknown under which circumstances the event occurred or if there was any patient involvement.

Manufacturer narrative:
Corrected information: sections b5, b6, b7, d11, h6. Additional information: sections b4, g4, g7, h2, h10, h11.

Event description:
It was reported that during pre-check before use, the cardiosave intra aortic balloon pump (iabp) had an error code #6 during power up. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) arrived on site and turned unit on to see if complaint could be replicated. Upon start up error code 6 appeared. Entered service mode to see that the touch screen was uncalibrated. Calibrated touch screen. Entered logs to find that error code 6 was not present. Turned unit back on to see if the error cleared and it was released to customer for clinical use. No patient was involved nor harm reported.